Event description:
It was reported that sometime after deployment of a vascular stent in the sfa, upon repeat follow-up it was discovered that the vascular stent was twisted. As the sfa was thrombosed, the patient was sent to surgery.

Manufacturer narrative:
A lot number was not reported. Therefore a lot history review could not be performed. Based on the evaluation of the images provided it is confirmed that stent was twisted in the mid section. The alleged thrombosis inside the vessel is confirmed. A root cause analysis for this failure mode has been initiated to determine the root cause for this kind of event. Based on the root caused analysis performed, the twisting of the stent may be caused by interactions of various use related and anatomical factors with the given stent design. The failure mode may occur when this rotational movement is constricted during stent deployment or when rotational forces are applied externally on the stent. However, in this case a definite root cause for the issue reported could not be identified. The IFU states: "unlock the safety lock slider by pulling it back towards the trigger from the locked position. Pull back the stent system until the distal and proximal stent radiopaque markers are in position so that they are distal and proximal to the target site. Gently hold the stability sheath at or proximal to the orange marking and maintain it straight and under tension throughout the procedure. Initiate stent deployment by pushing the trigger. Six micro-triggers result in one full trigger. With the distal end of the stent apposing the vessel wall, final deployment can be continued with full triggers. Deployment of the stent is complete when the proximal stent radiopaque markers appose the vessel wall." Furthermore, the IFU mentions: "predilation of the lesion should be performed using standard techniques. Post stent expansion with a pta catheter is recommended."